Event description:
It was reported that during testing, prior to a procedure, metal shavings were coming out of the device where it attaches to the drill. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.